Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). The following literature cite has been reviewed: xu q, wang q, zhu j, lin j, lu z, wang t, wang x, xia q. Clinical outcomes of proximal femoral reconstruction technique combined with tha in the treatment of high dislocation secondary to septic arthritis: a retrospective single-center study. Bmc musculoskelet disord. 2023 sep 14;24(1):732. Doi: 10.1186/s12891-023-06818-8. Pmid: 37710190; pmcid: pmc10500876. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: xu q, wang q, zhu j, lin j, lu z, wang t, wang x, xia q. Clinical outcomes of proximal femoral reconstruction technique combined with tha in the treatment of high dislocation secondary to septic arthritis: a retrospective single-center study. Bmc musculoskelet disord. 2023 sep 14;24(1):732. Doi: 10.1186/s12891-023-06818-8. Pmid: 37710190; pmcid: pmc10500876. Objective/methods/study data: the aim of this retrospective study was to examine the clinical outcomes and complications of proximal femur reconstruction (pfr) combined with total hip arthroplasty (tha) in patients with high hip dislocation secondary to septic arthritis (sa). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown femoral stem summit, unknown femoral head ceramic, unknown acetabular cup pinnacle, and unknown acetabular liner poly adverse event(s) and provided interventions possibly associated with unknown femoral stem summit (qty 3): one patient developed femoral nerve injury which improved with 6 months of nutritional nerve therapy one patient experienced sciatic nerve palsy improving after 7 months of nerve nutrition treatment one patient developed incisional wound drainage at 2 weeks, positive for infection and treated with debridement, antibiotics and implant retention with antibiotic therapy adverse event(s) and provided interventions possibly associated with unknown femoral head ceramic (qty 4): one patient developed femoral nerve injury which improved with 6 months of nutritional nerve therapy one patient experienced sciatic nerve palsy improving after 7 months of nerve nutrition treatment one patient developed incisional wound drainage at 2 weeks, positive for infection and treated with debridement, antibiotics and implant retention with antibiotic therapy one patient had recurrent dislocation within 1 month postoperatively, found to be obstructed by a bone fragment. After removal of the fragment, no further dislocations occurred adverse event(s) and provided interventions possibly associated with unknown acetabular cup pinnacle (qty 3): one patient developed femoral nerve injury which improved with 6 months of nutritional nerve therapy one patient experienced sciatic nerve palsy improving after 7 months of nerve nutrition treatment one patient developed incisional wound drainage at 2 weeks, positive for infection and treated with debridement, antibiotics and implant retention with antibiotic therapy adverse event(s) and provided interventions possibly associated with unknown acetabular liner poly (qty 4): one patient developed femoral nerve injury which improved with 6 months of nutritional nerve therapy one patient experienced sciatic nerve palsy improving after 7 months of nerve nutrition treatment one patient developed incisional wound drainage at 2 weeks, positive for infection and treated with debridement, antibiotics and implant retention with antibiotic therapy one patient had recurrent dislocation within 1 month postoperatively, found to be obstructed by a bone fragment. After removal of the fragment, no further dislocations occurred